Manufacturer narrative:
(B)(4). Date sent: 08/23/2021. Additional information was requested, and the following was received: what were the indications for surgery? Lap sigma surgery. What was the patient¿s diagnosis? Diverticulitis. When they use the term macro-abscess, was the abscess near the colon? Yes. Was there additional evidence of gross purification of the sigmoid? Yes, the bowel was previously cleaned and a CT with contrast was performed what was the condition of the tissue at the edges of the resection? Fine. What drove to decision to redo the anastomosis after the 1st leak was identified? Macroscopically a large hole, so that an oversewing was no longer possible and therefore had to be anastomosed again using a stapler. Did the patient receive any preoperative chemotherapy or radiation? No were there any issues experienced with the device in the initial surgical procedure? No what healthcare professional fired the device and what is his/her experience with the device? Oa dr. T a-k. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? In the middle. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Donuts were complete. Was a complete transection of the white breakaway washer visually confirmed? Unknown. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Laterally at 9 o'clock small hole, which must be sewn over. Was the staple line visualized endoscopically during the initial surgical procedure? No what was observed at the site of the leak? Is the ileostomy temporary or permanent? Temporary. What is the current status of the patient? Very good, the inflammation values are declining.

Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What was the patient¿s diagnosis? When they use the term macro-abscess, was the abscess near the colon? Was there additional evidence of gross purification of the sigmoid? What was the condition of the tissue at the edges of the resection? What drove to decision to redo the anastomosis after the 1st leak was identified? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was the staple line visualized endoscopically during the initial surgical procedure? What was observed at the site of the leak? Is the ileostomy temporary or permanent? What is the current status of the patient? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that they started a lap. Sigma resection which had to be converted due to severe inflammation and macro-abscess. After successful settling of the sigmoid, the anastomosis was performed. The cdh29b was inserted as prescribed, and the anastomosis was checked for leakage by air sampling. Leakage was detected and resection was necessary. Thereafter, leakage in the staple suture row also recurred. This could then be corrected by suturing over the anastomosis. A double-barrelled iliostoma was created. The patient's condition has been good so far.